Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was acting up and inquiring about the expected life span of the pump and a possible pump replacement. There was no additional information provided regarding the pump issue. This report is made based on the allegation that the pump was not functioning as expected by the patient.